Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Evaluation observed no issues while performing flow tests at 100 ml/hr and 125 ml/hr for 15 minutes. Evaluation found the resultant volumetric output to be -4.116 % and -2.04808 % off, respectively, both of which fall within the plus or minus five percent margin or error.  No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass preventive maintenance (pm) flow rate in the clinical engineering department. The parameters were set at: volume to be infused (vtbi) of 50ml; flow rate 200ml/hr and no value was provided for the dose amount. There was no patient involvement. No additional information is available.